Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was removed and replaced due to elective replacement indicator (eri). It was also reported that the right ventricular lead was capped and replaced due to high thresholds. The right atrial lead also had high thresholds but is still in use. No patient complications have been reported as a result of this event.